Manufacturer narrative:
Patient's previous pump stops and driveline repair reported under MFR report number 2916596-2016-01923.

Event description:
It was reported that the patient went to the emergency room for a pump stop due to short to shield. The patient previously had this problem and a repair was done in 2016. The patient was on ungrounded cable and the pump still stopped. An exchange may be needed. The patient had no symptoms and was okay and there had been no syncopal episodes. The log file review showed 13 pump stops and 18 low speed hazards between 09mar2021 and 10mar2021. The speed drops were as a low as 0 rpm. These issues appeared to be occurring when using the power module. The pump stops were resolved when the patient was transitioned to battery power. The patient was to remain in the intensive care unit (ICU) due to the chance of life-threatening clinical decompensation and need for vigilant and continuous clinical surveillance. A driveline repair was performed on 15mar2021 and the removed section of the driveline was returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned driveline confirmed a compromised wire; however, this damage alone would not have been able to cause pump stops while the patient was supported by an ungrounded 14 volt power module patient cable. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with damage to two or more wires in the patient¿s driveline; however, a specific cause for the pump stop and low speed events seen in the log file not be determined through this evaluation as the entire driveline was not returned. The submitted log files contained data from on (B)(6) 2021 at 9:19:15 to on (B)(6) 2021 at 1:45:35. The pump fixed speed was set at 8600 rpm and low speed limit was 8200 rpm. There were 13 pump stop events from on (B)(6) 2021 at 22:15:23 to on (B)(6) 2021 at 6:09:26 and were associated with low speed hazards and advisories and low flow hazards. The pump stops and low speed events reportedly occurred while the patient was supported by a power module with an ungrounded 14 volt power module patient cable. Of note, during the pump stop event on (B)(6) 2021 at 6:07:52, the rosc voltage levels for the black and white cables was below the expected voltage levels. The voltage levels recovered following these events. A phase-to-phase or short to shield electrical short has the potential to cause fluctuations in rsoc voltage seen in the submitted log file. A distal end driveline replacement was performed by a technical service representative on (B)(6) 2021. Approximately 24.5¿ of the external portion/distal end of driveline was returned. A previous driveline repair was located approximately 21¿ from the metal connector. The metal connector pins and bend relief were unremarkable. Visual examination of the driveline found the silicone sleeve was unremarkable. An electrical continuity test of the returned driveline was conducted, and wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced, even with manipulation of the driveline. The silicone sleeve was removed, and examination of the bionate was unremarkable. The bionate was removed and areas of shield breakdown were noted approximately 2.5¿, 4.5¿, 9.5¿, 18.5¿ and 23.5¿ from the metal connector. The shielding was removed, and visual and microscopic inspection revealed a breach in the wire insulation of the black wire approximately 20¿ from the metal connector, underneath the distal side of the previous driveline repair. Visual and microscopic inspection of the remaining underlying wires were unremarkable. Excluding the black wire, the remaining wires were submerged in a saline bath for hipot testing to further verify each wire¿s insulation. The test did not identify any additional breaches. The insulation breach of the black wire appeared to be the result of repetitive flexing of the lead in this area. The breach in the wire insulation of the black wire had the potential to result in a pump stoppage, if the exposed conductors contacted the braided shield and/or the copper foil wrap of the previous repair, and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or mobile power unit; however, the observed damage would not have caused the reported pump stops on an ungrounded patient cable. The relevant sections of the device history records for (B)(6) and driveline s/n: (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped 12nov2015. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU)and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.